Event description:
It was reported that following stent placement in the common carotid artery, the patient experienced a minor stroke. The patient's neurologic response seems to be okay, but a post-procedure cerebral angiogram showed that in the motor function area of the brain, there was indication of a minor stroke. Further monitoring of the patient was performed following the angiogram. It was further reported that the stent placement procedure was considered successful and that the patient's post-procedure status was good. It is noted that this device was used in an off-label manner. Additional information has been requested regarding this event.

Manufacturer narrative:
Device analysis: the complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing records for batch # 8996786 found that the device met its material, assembly, and product specifications.